Manufacturer narrative:
The device was received. Investigation is no completed. (B) (4). (B) (4).

Event description:
The customer contact reported the device did not deliver a dose when the button on the pt bolus cord is pressed. The device was returned to the biomedical engineering department with a note that stated, "unit not functioning right. Cord exchanged and same result." No tracking information was provided; therefore, specific pt information , pump programming, or event details were not available. During testing at the user facility, the pt bolus cord did not deliver a dose when the button was pressed. There were no reported adverse pt effects and no reports of any delays of critical therapies when the device was in clinical use. Though requested, no additional information was provided.